Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps4 power supply was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.